Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown drug via an implantable pump for intractable spasticity. It was reported that the patient was an inpatient at the hospital and there was a note in the patient's file that a manufacturer representative (rep) was bedside on (B)(6) 2026 and recorded that the "pump is clogged". The hcp did not have any other information. An agent connected the hcp to the national answering service (nas) to page a field rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.